Manufacturer narrative:
Additional information: it was confirmed through follow up that the lens with serial number (sn): (B)(6) was the first lens implanted. Sn: (B)(6) was the replacement lens with missing haptic. No other information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was inserted and a haptic was missing. The iol had to be removed. Another johnson & johnson lens (same model and diopter) was fully inserted as a replacement and removed during the same procedure, as the haptic was missing as well. It was also reported the lens was explanted during a secondary surgery. The patient status was unknown. It was unknown if an incision enlargement, sutures, or a vitrectomy were required. Through follow up, it was learned there was no secondary surgery on an another date performed. The lens implanted on the third try was another johnson & johnson lens (same model and diopter). There was no issues. It is unknown which serial number was the original lens or the replacement lens. No other information was provided. This report is for the intraocular lens model dcb00 serial number (sn) 3846422344. A separate report is being submitted to capture the dcb00 sn 3867372344.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.